Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - the patient was revised for loosening of the asr cup. Update 11/9/2010 - the invoice was found and the lot number was identified. Udpate 6/14/12 - litigation papers received. The date of implantation was added - (B)(6) 2007. All appropriate updates have been made. There is no new additional information that would affect the investigation. Update 01/10/2012 - plaintiff's fact sheet form was received which identified part/lot information. Added dob. There is no new information that changes the outcome of this investigation. Update rec'd 3/27/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, black debris throughout the joint, and while trying to remove the stem a greater trochanter fracture occurred. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/24/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).